Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's grey removable foam was properly re-installed on the device to address the issue. Additional findings not related to the malfunction/issue was rubber feet missing from the device. The rubber feet were replaced to address this issue. Afterwards, the device was tested again and passed all testing.